Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial (B)(4), implanted: (B)(6) 2014, explanted: (B)(6)2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot (B)(4), ubd: 06-aug-2016, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a drug infusion device. The drugs being delivered were 22 mg/ml morphine at 14.982 mg, 16 mg/ml dilaudid (hydromorphone) at 10.896 mg, and 800 mcg/ml ketamine at 544.79 mcg/hr. The reason for use was not reported. It was reported that the pump and catheter were explanted on (B)(6) 2018 because of an infection. The rep was notified of the event after the explant and it was unknown if the product was going to be returned to the manufacturer for analysis as the hospital was in possession of the product. It was unknown if the issue was resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ the hcp would have more information for the manufacturer regarding this event. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2018-aug-24. It was reported that the rep did not have details about the actual infection site. The cause of the infection was not determined. It was unknown if the infection had been resolved, the rep hadn¿t seen the patient since the explant and only heard from the physician that the systems were explanted and the patient is getting antibiotics. The current status of the affected pump and catheter was unknown , as they were not informed prior to explanation and were not present at that time. There were no further complications reported/anticipated.